Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed by product return. Visual examination of the returned product identified signs of use with some gouging on the shaft of the device and there is some wear and tear on the collar at the distal end of the reamer. The step feature at the distal end of the reamer has cracked/split in 3 places. Dimensional analysis, where measured, was conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the center post reamer fractured. Attempts have been made, and no further information has been received.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. Event was initially reported under 0001825034-2025-02471; however, product identification was received which confirmed that the MFR number needed to be corrected. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.